Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 (reference MFR number: 3006705815-2017-00434 and 3006705815-2017-00435). During the procedure, the physician saw fluid in the ipg header. As a result, the ipg was explanted and replaced.